Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose was 146 mg/dl and rose to 461 mg/dl. The customer reported being insulin resistant and was being prescribed oral medications. The customer also reported experiencing blood glucose between 400 mg/dl and 500 mg/dl the weekend prior. Customer declined to be transferred to the helpline. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.